Event description:
This lead was turned off on (B)(6) 2022 due to fracture and impedance greater than 3000 ohms. It was explanted (B)(6) 2022.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.